Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt unable to complete a therapy electrode or ECG recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) to the rear therapy electrode. The root cause for the open wire could not be positively identified. No adverse event resulted from the damaged belt.